Manufacturer narrative:
Additional information d9, h3, h6 and h10: baxter received and evaluated the device.  A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to deliver within specification during flow accuracy testing.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was showing a different amount than what was infused. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.